Event description:
(B)(6) reports on (B)(6) 2024 by email: hello (B)(6), I have a customer who had a bad fall because the c-brace no longer supported him during initial contact. He fell on his knee and a surgery had to be done. When walking in stance phase, the joint suddenly released. He then fell unbraked onto his patella. (B)(6) 2024. The result is a laceration. (B)(6) 2024. First a special padding plaster, surgery (B)(6) 2024.